Event description:
Consultant reported on a cervical corpectomy revision from c2-c5 to c2-c6 due to a recurrent tumor. The surgeon removed the cervical plate (unk cslp-va) and 4 screws (450.147). On the last of the 4 screws to be removed, the flange on the screw broke as it was being removed. The surgeon used the conical extraction screw (387.34) to remove the screw with the broken flange. The tip of the extraction screw broke off into the screw and the surgeon had to cut the screw with a burr, to be able to remove the plate. He then used vise grips to remove the remainder of the screw. He decompressed the tumor and revised the patient to another cslp-va plate and synmesh cage to extend the construct caudally to c2-c6.

Manufacturer narrative:
This investigation could not be completed, no conclusion could be drawn, as no product was received. Placeholder.